Manufacturer narrative:
Investigation into this complaint included a service history review, engineering analysis, existing data review, and complaint history review. Investigation is summarized as follows: service history review: the service history review for alinity m system (list number (ln) 08n53-02, serial number (B)(6) did not find any prior service tickets related to the issue under investigation. Engineering analysis: for this unit alinity m instrument, serial number (sn) (B)(6), engineering controls in place allowed the overall product design requirements to be met. The overall product as designed, per safety standard iec/en 61010-1, continues to perform as expected, as the rear panel of the alinity m system self-extinguished and the spark did not damage additional parts of the alinity m system. Additionally, the source of the spark was caused by the damage to the humidifier cord (non-abbott product). The alinity m system was not the electrical source of the spark. During investigation, the field service engineer (fse) found the rear panels were not properly secured in place and screws were missing, resulting in the rear panel falling off. Tape appeared to be used inappropriately in place of the screws to hold the panels in place. The fse replaced the damaged rear panels and replaced the missing screws, ensuring all 12 screws were secured in place, so that there was no further risk of the rear panels falling off. Existing data review: review of the alinity m system operations manual 54-605001/r13, 09n33-020 - 2022-12-16 verified that the alinity m instrument ln 08n53-02 complies with united states, canadian, and european safety standards. Review of the alinity m system service manual 54-608001/ r6 - february 2023 verified that each rear panel is secured with 12 allen screws, so each panel remains in place. Per the provided photographs and ticket text, the rear panel was not secured in place with 12 allen screws. Therefore, per the alinity m system service manual, the alinity m system was in an unapproved configuration. A review of current labeling concluded the operations manual and service manual provide sufficient information to address the issue under review in this complaint investigation. However, per the photographic evidence and ticket text, the rear panel was not secured in place with 12 allen screws. Therefore, per the alinity m system service manual, the alinity m system was in an unapproved configuration. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported a rear panel of an alinity m system, ln 08n53-02, which fell on a cord within a laboratory, causing the cord to spark and burn the fallen panel and floor. A product deficiency was not identified by this evaluation. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02.

Event description:
The customer reported that the back panel of the alinity m system fell and damaged a cord from a non-abbott humidifier that was plugged in near the alinity m in the laboratory. This cord sparked and caused a burn on the fallen panel and the floor. At the time of the complaint, the instrument was not being used to process samples and was in idle lysis soak in preparation to be placed in long term shutdown. The field service engineer (fse), after arriving on site, found that neither of the 2 rear panels were secured to the instrument with their intended screws. The panels were sitting on the floor behind the instrument, and there were multiple pieces of tape that appeared to be adhering the panels in place previously to the instrument. Some screws were found sitting on the top of the instrument and multiple mounting screws were missing and not located (7 of the 12 screws were not found). The alinity m system was in an unapproved configuration. The rear panels were not secured properly by the 12 mounting screws, which resulted in the panel falling off. The fse replaced both rear panels and secured all 12 screws in place. There currently is no further risk of the rear panels falling off. The alinity m instrument panel fell on an exposed non-abbott electrical cord. The cord sparked and burnt the panel. There was damage to the rear panel of the alinity m, the non-abbott laboratory humidifier, and a building circuit. There was no report of injury.